Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced a leakage event with an infusion set after using it for 5 minutes. There was no stress or pull reported on the infusion set tubing. The location of the leakage was quick release however, it was tightly connected. Patient was guided to return and replace infusion set. No further information available.